Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager on behalf of a physician reported that during implantation of an intraocular lens (iol) an internal mark or crack on the periphery of the lens was observed. The surgeon left the lens implanted and stated that the lens was hard to implant. Additional information was requested.